Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage was unknown. One 8fr locking pigtail drainage catheter was returned for investigation. The product appeared to be used. A suture was tied around the drainage catheter and the rubber seal had been advanced over the indent. The white connector was cracked and an 11mm x 5mm x 2mm fragment broke away and was received separate from the catheter. Another piece of the connector broke away and was not returned for investigation. The fractured surfaces of the white connector were jagged and uneven. While the damage reportedly occurred during use, the exact cause of the cracked material was not determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of gfbt3305 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a navarre drainage inserted successfully on (B)(6) 2017. However, ward staff reportedly found leakage of urine at the hub and it was reported that the hub was found to be broken. .

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that the patient had a navarre drainage inserted successfully on (B)(6), 2017. However, ward staff reportedly found leakage of urine at the hub and it was reported that the hub was found to be broken. .